Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an unrelated surgery. Subsequently, the patient has been unable to connect to the ipg. Patient reported that the device was in surgery mode at the time of the procedure. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was replaced to resolve the issue. Effective therapy was established postoperatively.